Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/28/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump basal history was reviewed and showed a zero unit program recorded with an incorrect date on (B)(6) 2014 at 4:40am; the prime history showed a prime at the same time on (B)(6) 2014 at 4:40am indicating that the time and date were manipulated after the pump rebooted. The total daily dose history appeared to be inaccurate due to the time being set incorrectly and showed two records for (B)(6) with different years - 2013 & 2014. Pump was primed and exercised for 24 hour successfully with no alarms occurring during testing. Periodic boluses were performed using ¿normal¿ ,¿ez-carb¿, ¿ez-bg¿&¿combo¿ bolus and the pump¿s history recorded boluses correctly. The pump was opened and no moisture ingress was found; no intermittent condition was found to the printed circuit board or power flex. Testing revealed the time and date reset after less than 24 hours without power. The pump was opened and evaluation revealed that the internal clock battery on the pc board was leaking. During investigation, no moisture ingress was found; no intermittent condition was found to the printed circuit board or power flex. Unrelated to the complaint, the pump powered on with a dim display. A test display screen was inserted for evaluation and was found to function properly with no visible signs of fading or discoloration.